Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed acute coronary syndrome and thrombosis. The patient was enrolled in the syntax study and underwent surgical revascularization in (B) (6) 2006 including venous graft to the mid rca (right coronary artery) with an end to side anastomosis, venous graft to the obtuse marginal artery with an end to side anastomosis and lima (left internal mammary artery) to the first diagonal with an end to side anastomosis. In (B) (6) 2006, the patient presented with an acute myocardial infarction with the svg (saphenous vein graft) to the rca showing 'diffuse degeneration' with 'a long tight lesion in the proximal and median segments.' It was also noted that 'the mammary bypass was implanted in the diagonal branch and not in the anterior interventricular artery, which explained the anterior ischemia on the ECG.' The patient was treated with poba to the svg-rca. There was stenosis of the distal lm (left main) which was treated with balloon dilation and implantation of a 3.0x16mm taxus liberte stent. In (B) (6) 2007, the middle third of the saphenous venous bypass graft to the mid rca with a 94% lesion stenosis was treated with a 2.50x12mm taxus liberte stent and angioplasty. In (B) (6) 2009, the patient was admitted from an outside medical facility with prolonged thoracic pain and ECG changes in the inferior region and elevated troponin. A non-q wave myocardial infarction was diagnosed. The patient's acute coronary syndrome was explained by the thrombosis of the saphenous graft-right coronary artery bypass. There was continued good function of the left mammary graft-diagonal branch bypass and the saphenous graft-marginal branch bypass. No restenosis in the main stem of the left coronary artery. Recommendation was for medical treatment to continue. It was noted there was no reason to consider a revascularization attempt on the occluded saphenous- right coronary bypass graft. The bypass failed quickly, which explained the rapid progression of the thrombosis. In addition, there was underlying akinesia. The patient was discharged two days post reintervention on asa and clopidogrel.